Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("serious abdominal pelvic pain on the sides of the body near the tubes") and pelvic inflammatory disease ("pelvic inflammation") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included fortisip (folic acid, inositol) and gynotran (metronidazole, miconazole nitrate). In (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically important), abdominal pain ("serious abdominal pelvic pain on the sides of the body near the tubes"), back pain ("pain in the lower back"), constipation ("constipation"), dyspareunia ("pain during sexual intercourse, when urinating"), dysuria ("pain during sexual intercourse, when urinating"), peripheral swelling ("feet swelling"), insomnia ("insomnia"), toothache ("teeth pain"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), dysmenorrhoea ("strong contractions and heavy bleeding, on average twice a month."), heavy menstrual bleeding ("strong contractions and heavy bleeding, on average twice a month"), polymenorrhoea ("strong contractions and heavy bleeding, on average twice a month"), depression ("depression"), cervix disorder ("a lesion was detected on the cervix") and emotional disorder ("emotional shocks") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic inflammatory disease had not resolved. The outcomes for pelvic pain, abdominal pain, back pain, constipation, dyspareunia, dysuria, weight increased, peripheral swelling, insomnia, toothache, alopecia, anxiety, nausea, dysmenorrhoea, heavy menstrual bleeding, polymenorrhoea, depression, cervix disorder and emotional disorder were unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cervix disorder, constipation, depression, dysmenorrhoea, dyspareunia, dysuria, emotional disorder, heavy menstrual bleeding, insomnia, nausea, pelvic inflammatory disease, pelvic pain, peripheral swelling, polymenorrhoea, toothache and weight increased to be related to essure administration. The reporter commented: it is worth bringing up that the plaintiff has never felt so much discomfort with the pain resulting from the insertion of the device. Therefore, in view of the series of tests and medical reports, it was found that the complications she had been suffering were caused by the essure contraceptive device and that the only way to get rid of the complications she had been suffering daily would be to withdraw the essure. Due to the constant pain, fear of the worst happening, including death, the plaintiff decided to undergo surgery to withdraw the device, performed on 17 april 2024, leaving the plaintiff with the marks that she will carry for the rest of her life, leaving extremely depressed, embarrassed in front of her partner about the location of the scar and with emotional shocks. It should be noted that in addition to essure and its complications, the plaintiff has been suffering from anxiety and was left with a horrible scar that has been causing discomfort and shame. After the removal of essure, the plaintiff has been treated in the same hospital that inserted the essure and was suffering from pelvic inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): [microscopy] on (B)(6) 2023: 1- left uterine tube measuring 2.3 x 0.6 cm, with a straight path, covered by smooth and thin serosa. To the cuts, virtual lumen and greyish and elastic wall. 2- right uterine tube measuring 3.2 x 0.5 cm, with a straight path, covered by smooth and thin serosa. To the cuts, virtual lumen and greyish and elastic wall. Microscopic examination reveals vascular congestion of the serosa, without other particularities. Absence of malignity. [Ultrasound scan vagina] on (B)(6) 2017: transverse image of identification of the device in its linear axis, including that crosses the myometrium in the interstitial portion of the transverse image of the identification of the device in its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the left tube transverse image of the uterus was obtained with identification of the bilateral devices; (date unknown): informed that the device was in the right place, however, a lesion was detected on the cervix. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("serious abdominal pelvic pain on the sides of the body near the tubes") and pelvic inflammatory disease ("pelvic inflammation") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included fertisop (folic acid, inositol) and gynotran (metronidazole, miconazole nitrate). In (B)(6) 2016, the patient had essure inserted. .on unknown date she experienced pelvic pain (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically important), abdominal pain ("serious abdominal pelvic pain on the sides of the body near the tubes"), back pain ("pain in the lower back"), constipation ("constipation"), dyspareunia ("pain during sexual intercourse, when urinating"), dysuria ("pain during sexual intercourse, when urinating"), peripheral swelling ("feet swelling"), insomnia ("insomnia"), toothache ("teeth pain"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), dysmenorrhoea ("strong contractions and heavy bleeding, on average twice a month."), heavy menstrual bleeding ("strong contractions and heavy bleeding, on average twice a month"), polymenorrhoea ("strong contractions and heavy bleeding, on average twice a month"), depression ("depression"), cervix disorder ("a lesion was detected on the cervix") and emotional disorder ("emotional shocks") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2024 the patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic inflammatory disease had not resolved. The outcomes for pelvic pain, abdominal pain, back pain, constipation, dyspareunia, dysuria, weight increased, peripheral swelling, insomnia, toothache, alopecia, anxiety, nausea, dysmenorrhoea, heavy menstrual bleeding, polymenorrhoea, depression, cervix disorder and emotional disorder were unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cervix disorder, constipation, depression, dysmenorrhoea, dyspareunia, dysuria, emotional disorder, heavy menstrual bleeding, insomnia, nausea, pelvic inflammatory disease, pelvic pain, peripheral swelling, polymenorrhoea, toothache and weight increased to be related to essure administration. The reporter commented: it is worth bringing up that the plaintiff has never felt so much discomfort with the pain resulting from the insertion of the device. Therefore, in view of the series of tests and medical reports, it was found that the complications she had been suffering were caused by the essure contraceptive device and that the only way to get rid of the complications she had been suffering daily would be to withdraw the essure. Due to the constant pain, fear of the worst happening, including death, the plaintiff decided to undergo surgery to withdraw the device, performed on (B)(6) 2024, leaving the plaintiff with the marks that she will carry for the rest of her life, leaving extremely depressed, embarrassed in front of her partner about the location of the scar and with emotional shocks. It should be noted that in addition to essure and its complications, the plaintiff has been suffering from anxiety and was left with a horrible scar that has been causing discomfort and shame. After the removal of essure, the plaintiff has been treated in the same hospital that inserted the essure and was suffering from pelvic inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): [microscopy] on (B)(6) 2023: 1- left uterine tube measuring 2.3 x 0.6 cm, with a straight path, covered by smooth and thin serosa. To the cuts, virtual lumen and greyish and elastic wall. 2- right uterine tube measuring 3.2 x 0.5 cm, with a straight path, covered by smooth and thin serosa. To the cuts, virtual lumen and greyish and elastic wall. Microscopic examination reveals vascular congestion of the serosa, without other particularities. Absence of malignity. [Ultrasound scan vagina] on (B)(6) 2017: transverse image of identification of the device in its linear axis, including that crosses the myometrium in the interstitial portion of the transverse image of the identification of the device in its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the left tube transverse image of the uterus was obtained with identification of the bilateral devices; (date unknown): informed that the device was in the right place, however, a lesion was detected on the cervix. The following amendment was made: upon internal clarification it was noted that wrong follow up has been attached to this case, accordingly all information deleted from the case which were added from last wrong follow up. Patient name corrected. Patients date of birth deleted. Lab data & reporter causality comment deleted. Essure removal date corrected. Concomitant drug deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("serious abdominal pelvic pain on the sides of the body near the tubes") and pelvic inflammatory disease ("pelvic inflammation") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included fertisop (folic acid, inositol) and gynotran (metronidazole, miconazole nitrate). In (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically important), abdominal pain ("serious abdominal pelvic pain on the sides of the body near the tubes"), back pain ("pain in the lower back"), constipation ("constipation"), dyspareunia ("pain during sexual intercourse, when urinating"), dysuria ("pain during sexual intercourse, when urinating"), peripheral swelling ("feet swelling"), insomnia ("insomnia"), toothache ("teeth pain"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), dysmenorrhoea ("strong contractions and heavy bleeding, on average twice a month."), heavy menstrual bleeding ("strong contractions and heavy bleeding, on average twice a month"), polymenorrhoea ("strong contractions and heavy bleeding, on average twice a month"), depression ("depression"), cervix disorder ("a lesion was detected on the cervix") and emotional disorder ("emotional shocks") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2024 the patient was treated with surgery (to remove essure). At the time of the report, the pelvic inflammatory disease had not resolved. The outcomes for pelvic pain, abdominal pain, back pain, constipation, dyspareunia, dysuria, weight increased, peripheral swelling, insomnia, toothache, alopecia, anxiety, nausea, dysmenorrhoea, heavy menstrual bleeding, polymenorrhoea, depression, cervix disorder and emotional disorder were unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cervix disorder, constipation, depression, dysmenorrhoea, dyspareunia, dysuria, emotional disorder, heavy menstrual bleeding, insomnia, nausea, pelvic inflammatory disease, pelvic pain, peripheral swelling, polymenorrhoea, toothache and weight increased to be related to essure administration. The reporter commented: it is worth bringing up that the plaintiff has never felt so much discomfort with the pain resulting from the insertion of the device. Therefore, in view of the series of tests and medical reports, it was found that the complications she had been suffering were caused by the essure contraceptive device and that the only way to get rid of the complications she had been suffering daily would be to withdraw the essure. Due to the constant pain, fear of the worst happening, including death, the plaintiff decided to undergo surgery to withdraw the device, performed on (B)(6) 2024, leaving the plaintiff with the marks that she will carry for the rest of her life, leaving extremely depressed, embarrassed in front of her partner about the location of the scar and with emotional shocks. It should be noted that in addition to essure and its complications, the plaintiff has been suffering from anxiety and was left with a horrible scar that has been causing discomfort and shame. After the removal of essure, the plaintiff has been treated in the same hospital that inserted the essure and was suffering from pelvic inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): [microscopy] on (B)(6) 2023: 1- left uterine tube measuring 2.3 x 0.6 cm, with a straight path, covered by smooth and thin serosa. To the cuts, virtual lumen and greyish and elastic wall. 2- right uterine tube measuring 3.2 x 0.5 cm, with a straight path, covered by smooth and thin serosa. To the cuts, virtual lumen and greyish and elastic wall. Microscopic examination reveals vascular congestion of the serosa, without other particularities. Absence of malignity. [Ultrasound scan vagina] on (B)(6) 2017: transverse image of identification of the device in its linear axis, including that crosses the myometrium in the interstitial portion of the transverse image of the identification of the device in its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the left tube transverse image of the uterus was obtained with identification of the bilateral devices; (date unknown): informed that the device was in the right place, however, a lesion was detected on the cervix. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("serious abdominal pelvic pain on the sides of the body near the tubes") and pelvic inflammatory disease ("pelvic inflammation") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included dulcolax (bisacodyl), simethicone, fertisop (folic acid, inositol) and gynotran (metronidazole, miconazole nitrate). In (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically important), abdominal pain ("serious abdominal pelvic pain on the sides of the body near the tubes"), back pain ("pain in the lower back"), constipation ("constipation"), dyspareunia ("pain during sexual intercourse, when urinating"), dysuria ("pain during sexual intercourse, when urinating"), peripheral swelling ("feet swelling"), insomnia ("insomnia"), toothache ("teeth pain"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), dysmenorrhoea ("strong contractions and heavy bleeding, on average twice a month."), heavy menstrual bleeding ("strong contractions and heavy bleeding, on average twice a month"), polymenorrhoea ("strong contractions and heavy bleeding, on average twice a month"), depression ("depression"), cervix disorder ("a lesion was detected on the cervix") and emotional disorder ("emotional shocks") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2024. At the time of the report, the pelvic inflammatory disease had not resolved. The outcomes for pelvic pain, abdominal pain, back pain, constipation, dyspareunia, dysuria, weight increased, peripheral swelling, insomnia, toothache, alopecia, anxiety, nausea, dysmenorrhoea, heavy menstrual bleeding, polymenorrhoea, depression, cervix disorder and emotional disorder were unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cervix disorder, constipation, depression, dysmenorrhoea, dyspareunia, dysuria, emotional disorder, heavy menstrual bleeding, insomnia, nausea, pelvic inflammatory disease, pelvic pain, peripheral swelling, polymenorrhoea, toothache and weight increased to be related to essure administration. The reporter commented: it is worth bringing up that the plaintiff has never felt so much discomfort with the pain resulting from the insertion of the device. Therefore, in view of the series of tests and medical reports, it was found that the complications she had been suffering were caused by the essure contraceptive device and that the only way to get rid of the complications she had been suffering daily would be to withdraw the essure. Due to the constant pain, fear of the worst happening, including death, the plaintiff decided to undergo surgery to withdraw the device, performed on (B)(6) 2024, leaving the plaintiff with the marks that she will carry for the rest of her life, leaving extremely depressed, embarrassed in front of her partner about the location of the scar and with emotional shocks. It should be noted that in addition to essure and its complications, the plaintff has been suffering from anxiety and was left with a horrible scar that has been causing discomfort and shame. After the removal of essure, the plaintiff has been treated in the same hospital that inserted the essure and was suffering from pelvic inflammation. 2nd day of hospitalisation (doh) 1st surgical procedure (sp) patient submitted to bilateral salpingectomy to remove essure denies comorbidities denies drug allergies. Patient without complaints, reporting a good night's sleep, regular eating, diuresis and flatus present. Last 24 hours by nursing: normotensive, eupnoeic, normocardiac, afebrile. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): patient in good general condition (ggc), flushed, hydrated. Flaccid abdomen, painful on superficial palpation, compatible with post-surgery, surgical wound (sw) clean and in good appearance, with no signs of sudden painful decompression. I remove tegaderm, with little dirt. General aspect of the uterus (gau): no bleeding lower limbs (llll): no oedema, calves free. [Hysteroscopy] on (B)(6) 2024: cervix: epithelialised cervical canal: no alterations internal orifice: anatomic. Uterine cavity: normal shape and size. Regular contours. Endometrium: secretory appearance. Focal hypertrophy in the anterior wall. Tubal ostia: visualised. Conclusion: normal cervical canal. Uterine cavity of normal size and shape, regular contours. Endometrium with a secretory appearance, showing focal hypertrophy in the anterior wall. Tubal ostia visualised. [Microscopy] on (B)(6) 2023: 1- left uterine tube measuring 2.3 x 0.6 cm, with a straight path, covered by smooth and thin serosa. To the cuts, virtual lumen and greyish and elastic wall. 2- right uterine tube measuring 3.2 x 0.5 cm, with a straight path, covered by smooth and thin serosa. To the cuts, virtual lumen and greyish and elastic wall. Microscopic examination reveals vascular congestion of the serosa, without other particularities. Absence of malignity. [Ultrasound scan vagina] on (B)(6) 2017: transverse image of identification of the device in its linear axis, including that crosses the myometrium in the interstitial portion of the transverse image of the identification of the device in its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the left tube transverse image of the uterus was obtained with identification of the bilateral devices; on (B)(6) 2017: transverse image of the uterine horn with identification of the device in its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the right tube transverse image of the left uterine horn with identification of the device in its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the left tube transverse image of the uterus was obtained with identification of the bilateral devices; on (B)(6) 2023: ultrasound study performed transvaginally. Uterus in reverse-flexion, with a regular contour and homogeneous texture. Uterine measurements: 79 x 51 x 48 mm (longitudinal (l) anteroposterior (ap) transverse (t)). Centred endometrium, measuring 12 mm thick. Echogenic image in the endometrial cavity 11 x 6 mm (polyp?) Ovaries of normal shape, volume and texture. Right ovary measuring 33 x 20 mm. Left ovary measuring 37 x 23 mm. There is no evidence of free fluid in the posterior cul-de-sac. Essure in the usual topography.; on (B)(6) 2023: liver with normal dimensions, regular contour and homogeneous texture, without evidence of focal lesions. There is no dilation of the intra- or extrahepatic bile ducts. The hepatocholedocus has normal calibre. Gallbladder is normally distended, with thin walls, without evidence of stones inside. Homogeneous spleen of normal volume. Pancreas with anatomical appearance. Kidneys with normal topography and dimensions, with preserved parenchymal-sinus dissociation, without signs of pyelocaliceal dilation and/or stones with ultrasound expression. Abdominal aorta, vena cava and other elements of the retroperitoneum without ultrasound changes. No signs of ascites were observed. Bladder with satisfactory distensibility, showing smooth walls, no leaks inside.; (date unknown): informed that the device was in the right place, however, a lesion was detected on the cervix. The most recent follow-up information incorporated above includes data received on: 03-may-2024: patient initials & name updated, patients dob updated. Lab data added. Concomitant drugs are added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.